Event description:
Additional information was received. As I was live accompanying the surgery, the surgeon could spot the broken screw inside the knee and pointed it out to me.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "stem failure femur". The product was not returned to depuy synthes, however photos were provided for review. ((B)(4)). The x-ray investigation revealed, nothing indicative of a device nonconformance. Since, the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed. As the observed, condition of the sigma fem adapter 7 degree would not contribute to the reported adverse event. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed, for the finished device j1969d number. And no non-conformances/manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: stem failure femur. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found the body of sigma fem adapter 7 degree with a brittle fracture. Fracture characteristics involve a low cycle high stress fatigue, as shown on pages 3-5 of the next attachment (pal ¿(B)(4) - photos taken by (B)(6) - (B)(6) 2024 (2)). Fractured fragment was not returned for evaluation. No additional damage was observed on device surface. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the sigma fem adapter 7 degree would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device j1969d number, and no non-conformances/manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femur stem failed. Additional event information: information provided stated it was the fractured bolt that caused the failure of the stem. Visual inspection found the body of sigma fem adapter 7 degree with a brittle fracture.